Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sep2019. Philips fse (field service engineer) confirmed the reported issue. Fse replaced air/exhalation flow sensor and 453561505861 to resolve this reported issue. The device successfully passed performance specification testing after the repair was completed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports tidal volume error and 100% o2 button is not functioning. There was no patient involvement.